Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. The initial reported event was received on (B)(4) 2012. Of note, the reportable serious injury of infection is normally submitted via an alternative summary report submission that would have been due on (B)(4) 2013. Information was subsequently received on (B)(4) 2013 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for summary reporting and is therefore being submitted as a 30-day report. (B)(4). Concomitant product 5076 implantable pacing lead (B)(6) 2006.

Event description:
It was reported an infection occurred. The device and leads were removed. Further review of the manufacturer's database indicated the patient is deceased and died the day of explant. The cause and circumstances of the patient death have been requested and not received.

Event description:
It was reported an infection occurred. The device and leads were removed. Further review of the manufacturer's database indicated the patient is deceased and died the day of explant. The cause and circumstances of the patient death have been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was apparent explant damage.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.